Event description:
The recipient reportedly underwent an MRI with the internal magnet in place. The recipient is reportedly experiencing retention issues and a displaced magnet.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into the reportable event as closed. The magnet was moved back into place without medical intervention. The recipient has resumed device use with the headpiece reversed. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.